Event description:
A distributor reported that a customer's pump had a cracked and non-functional touchscreen, making it partially unreadable. There was no information regarding an adverse impact on the customer¿s blood glucose level. The customer returned the pump for evaluation, and a replacement pump was issued.